Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, there were multiple scratches and cracks on the display screen and not able to read the display. The blood glucose was unknown at the time of the incident. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test. Unit received with cracked keypad overlay at select button. The insulin pump received with minor scratched display window, case and keypad overlay texture damaged. No cracked at the display window cover was noted.